Manufacturer narrative:
The suspect device was returned for evaluation. The male luer lock was deformed and could not lock with a tubing adapter connector on the returned component. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Event description:
The account alleges that during use blood squirted out of the planecta closes to the transducer and into the eyes of the nurse. No additional information available.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.